Event description:
Patient revised because of femoral component loosening, found polyethylene wear and osteolysis.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records for the known product/lot code did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since july 2002. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.